Event description:
It was reported that during the implant attempt, the left ventricular lead would not pass into the target vessel. Upon extraction, it appeared that some of the lobes were deployed prematurely. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and analysis revealed blood/body fluid in the outer tubing overlay. During visual analysis, it was noted that there was blood in the lobes. It cannot be determined at this time, but it is likely that the blood in the overlay tubing contributed to the helix/lobe problem. Additionally, there was blood in/on the helix mechanism and the lead was stretched and damaged at implant.